Manufacturer narrative:
(B)(4). The device involved has not been received for evaluation and the investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: the customer could not apply the pressure over 1-2 atm. Limited information provided. No injury reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One (1) used inflator syringe without packaging was returned for evaluation. Visual examination of the inflator syringe noted liquid (from customer use) to be present in the tubing and barrel of the inflator syringe. The threading rod was pulled back and it was noted the tubing appeared to be occluded (with the observed liquid). No air entered the syringe and the threading rod returned back to its starting position. In order to remove the occlusion, the inflator syringe was connected to the water pressure source and filled with water. Fluid filled the inflator syringe, and the syringe was flushed to remove all the fluid inside the inflator syringe. The inflator syringe was pressure tested per specification with passing results. The reported defect of the inflator gauge not moving above 1-2 psi was not confirmed. Based on the results of the sample evaluation, the product met internal specifications. Review of the discrepancy management system database performed for the reported lot number did not reveal any abnormalities or non-conformance of this nature. We will maintain this report for further references and continue to monitor other reports for similar occurrences.